Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's wake button was sticking and would not turn on the screen when pressed. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, the wake button was functioning as intended.